Manufacturer narrative:
The patient disclosed that the physician noticed that the patient had an infection, and antibiotics were prescribed. The implanting clinician also noted that the patient had been picking the wound, which may have caused the infection. The patient was referred to see a pain physician who recommended that the system be removed. The clinical representative also pointed out that the stimulator's location was off-labeled. Based on this information, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection is due to patient picking on the wound. The DHR was not reviewed because it was not available at the time the investigation was completed. The coc was reviewed and attached to the investigation.

Event description:
On (B)(6) 2021, the clinical representative was made aware that the patient had an infection and that an explant procedure was performed on december 18, 2020.